Event description:
The patient had a left total hip replacement (stryker) 5 years ago by another provider. Recently the patient had been complaining of left hip instability and pain. Was seen by physician and diagnosed with "poor bony ingrowth left femoral component". The patient was scheduled for and received a left total hip revision without complication.